Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2006.

Event description:
The patient was revised because of pain and a loose femoral component at the bone/cement interface with depuy cement. Poly wear of the liner was noted. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had developed poly wear, osteolysis, and loosening of tibial and femoral components. At this time, the patient's tibial and patellar components are being added to the complaint and reported.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportabillity. According to the medical records, the patient had developed poly wear, osteolysis, and loosening of tibial and femoral components. At this time, the patient's tibial and patellar components are being added to the complaint and reported. Update rec'd 03/09/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the newly provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.